Event description:
The following was reported to davol by an operating room nurse: it is alleged the patient underwent placement of a bard composix kugel mesh in 2005. In (B)(6) 2013 the patient underwent explant of the composix kugel mesh, during an additional unspecified procedure. The surgeon states that the mesh was removed 'because the patient was having a little bit of pain and the patch had pulled away from the hernia site."

Manufacturer narrative:
Based on the information available at this time, no definitive conclusion can be made. The initial contact from the user facility was to inquire whether the mesh was part of a recall. Davol confirmed through the provided lot number that the composix kugel mesh used on the patient was not a recalled product. No patient information was provided and the contact requests no further contact. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event, and device information. Davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.